Manufacturer narrative:
The device was returned for analysis. The reported stent break was unable to be confirmed, however there were noted bent and overlapped stent struts. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use/and or during advancement resulted in the reported stent break/ noted stent bent and overlapped struts. A cine was received and reviewed by an abbott vascular clinical specialist. In conclusion, imaging provided did not identify a stent fracture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the 3.5 x 28 mm xience xpedition stent delivery system was removed and the target lesion was not treated. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is returning for analysis. It has not yet been received, a follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to be performed to treat a lesion in the left anterior descending artery with 80% stenosis. A 3.5 x 28 mm xience xpedition stent delivery system (sds) was being inserted into the guiding catheter, when a stent fracture was observed. There was no resistance advancing the sds into the guiding catheter. It is unknown at this time if the target lesion was treated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.